Event description:
Radiometer reference number: (B)(4). According to the complaint, the hospital reported that on (B)(6) 2026 during a blood gas sample collection as part of a routine check-up, the sampling setup with a radiometer arterial blood sampler safepico (lot number unknown) had been prepared in advance by the night nurse. During the procedure, blood was observed on the nurse's finger, though its source could not be identified. During the process of purging the blood gas syringe using the specific stopper, a splash of blood occurred due to a crack in the syringe. No blood reached the face of the nurse.